Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided pump reset information, and successfully reset the pump without encountering the error again.